Event description:
The customer reported that following a diagnostic catheterization procedure in 2004 a vasoseal elite was deployed. The operator experienced difficulty advancing the tissue dilator to the point where the white line was visible. The white line on the dilator was finally achieved. The operator later experienced difficulty retracting the j segment. The j segment finally retracted and the locator and dilator were removed. When the locator was removed, the operator noted that the j segment was missing. Fluoroscopy was used to locate the j segment in the groin. It was thought that the j segment was visualized in the tissue tract. Antibiotics were given to the pt. No further treatment was given at the time of this report. No further complications were reported.